Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm thoracic aortic aneurysm approximately one month ago. The lesion length was 56 cm. It was reported that three talent thoracic stent grafts were implanted along with 2 stent grafts from another manufacturer. It was reported from the physician that 72 hours post stent graft implant, the patient became paraplegic. The physician believes that the paraplegia was not related to the implanted stent grafts, but rather the patient's care post stent graft procedure. It was reported that a csp drain was used during the procedure, and the patient became hypotensive and remained hypotensive for 6 to 8 hours. This elevated the blood pressure and caused closure of the intercostals leading to paraplegia. No additional clinical sequelae were reported and the patient is stable. (MFR report# 2953200-2010-00304 - 2953200-2010-00305).

Manufacturer narrative:
(B) (4): evaluation results: (paralysis), (paralysis partially attributed to post op care of patient).